Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that no product issue was identified with the kit s201 t-scrn mpx v2.0 96t us-ivd assay. The investigation was limited due to the unavailability of run data and the alleged kit, which had expired and could not be tested. A batch trend analysis for the alleged lot did not identify any anomalies. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a lower rate of hepatitis b virus (hbv) reactive results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay. The customer reported a positive detection rate of 6 per 10,000 for 10,860 blood donations tested using the alleged assay. Blood donations at the (B)(6) province starting on (B)(6) 2021, a total of 54,259 blood donations were tested, with an hbv positive detection rate of 2 per 10,000. For blood donations at the xuzhou blood station starting on (B)(6) 2022, a total of 39,594 blood donations were tested, with an hbv positive detection rate of 3 per 10,000.